Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the salesperson that during a laparoscopic procedure using the subject device, the following event occurred. The practician saw that the tissue pad of the device was unstuck(partial split) on its entire length, without any alarms. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On (B)(6) 2021, olympus medical systems corp. (Omsc) found that the tissue pad was peeled away.